Event description:
Customer reportedly obtained results of hi and 200mg/dl within 10 minutes on the compact plus system. Customer took 30 units of insulin (type not provided) based on 200mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent. No information provided to indicate where comparison performed. No strip information provided.